Event description:
I received a false positive with an ellume covid-19 home test that, according to the company website, is from a lot that is not being recalled. The test was administered to my son (age (B)(6)). Upon receiving the positive result, my son and rest of our family (2 adults and 2 children in total) all took binaxnow covid-19 antigen self tests as well as lab pcr tests, within the next 24 hours. All 8 of these tests came back negative. At the time my son was experiencing symptoms consistent with a common cold (runny nose, sore throat) which cleared up in a couple of days. There were no additional symptoms. Testing lab was (B)(6). FDA safety report ID# (B)(4).